Manufacturer narrative:
A medtronic representative, following up with the site performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws.no parts have been received by manufacturer for analysis.no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the probes-eye view did not align with the trajectory 2 view. It was noted in the complaint that software also exited unexpectedly. In trouble-shooting, they used the "move" button to manually move the image into the correct place. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.